Event description:
On 06/09/2006, nellcor puritan bennett received a report that a warmtouch patient warmer did not provide warm air. The warmer was in use during a procedure beginning 09:45am and ending 14:53pm. At the beginning of the procedure patient's temperature was 35.0c, and his bladder temperature was continuously monitored. The warmer was set at high. At 13:00, the blower was checked and was blowing warm air. After the procedure, the physician checked the warmer and it was blowing cool air, not warm. The patients temperature had decreased to 33.7c. The warmer was removed and replaced with another unspecified warmer. It is not known when, the warmer began blowing cool air. At some point during the procedure the warmer was in medium setting and the physician re-set to high again. It was reported that there was no impact on patient outcome.

Manufacturer narrative:
Investigation of this complaint is currently in progress. Nellcor puritan bennett has requested the warmer be returned for further investigation. If the warmer is returned, a summary of the investigation will be provided in a supplemental.